Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that alarms when trying to run the pump. Screen turns red and alerts 41622 horizontally across the center of the screen and 1003 vertically down the right side of the screen. There was no patient involvement.

Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed as the pump failed the upstream occlusion test. The upstream occlusion sensor was replaced, and the device was able to pass all testing criteria.